Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that later the same day after implant, the patient's left ventricular (lv) lead dislodged. It was also noted that the patient's anatomy appeared to be small and tortuous. The lead was successfully repositioned the next day and remains in use. No patient complications have been reported as a result of this event.